Event description:
It was reported to st. Jude medical that the pt was brought in for a nips study when a snapping s0und was heard from the pocket. The device was interrogated and found to be in hardware vvi reset. The pt was placed on external monitoring/support and kept in the hosp overnight. St. Jude medical technical services recommended evaluating the lead integrity and inspecting the can to determine if the lead (competitor's) had failed as well, potentially arcing back to the can. The device and lead were explanted the next day.